Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the blood glucose was high and the insulin pump alarmed compromised force sensor system. The customer reported that the insulin pump is throwing up a code when they are trying to fill line up. The customer is treating with manual injections. Customer states the drive support cap appears normal. Blood glucose after the alarm was around 400mg/dl. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to moisture damage inside the force sensor resistor. Insulin pump passed the displacement test. Unable to perform the prime or compromised force sensor system alarm test, occlusion test and no delivery test due to compromised force sensor system alarm. Insulin pump had cracked case at display window corners, cracked reservoir tube lip, minor scratched display window, stained end cap sticker and stained address or serial number label.